Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis revealed that no anomalies were found; however, the proximal conductor was distorted. It was also noted tha the outer insulation was breached cut and blood was present in/on the helix/lobe mechanism. The lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, it was not possible to fixate the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.